Manufacturer narrative:
Analysis of the returned neurostimulator model 97714 serial # (B)(4) showed a parity type power-on-reset (por) though lab p rogrammer diagnostics. The ins was received in an unopened shrink-wrapped box and its service life had not been started. According to the diagnostic data taken from the ins, the parity por count was at 4. This indicated that a recharger and/or programmer had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. For this ins the por diagnostic had been cleared after the parity por count had reached 4. The ¿call doctor/por¿ screen appeared on the recharger and a normal charge started. No further analysis was performed.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer&#38112;representative reported that they were about to use an implantable neurostimulator (ins) but there was a power-on-reset (por) seen on the recharger. The ins was not interrogated with a clinician programmer so it was not known what type of por it was. It was also was noted that the representative was scheduled to use the device in surgery the following tuesday or thursday. The representative reported that the device was now expired as of (B)(6) 2016. No patient symptoms were reported associated with the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.